Event description:
Laparoscopic electrode with suction/irrigation-"j" hook. During surgical procedure, md noted spark coming from proximal (connecting) end of the above equipment. Use of said equipment discontinued and new "j" hook used for remainder of procedure. No adverse pt effects noted.